Event description:
It was reported that the patient presented for a routine device change procedure. During the procedure, it was noted that the pacemaker was encapsulated in calcification, resulting in difficulty to remove the right ventricular (rv) and right atrial (ra) leads from the header of the pacemaker. Significant force was required, and a metal tool was used to detach the ra lead. This resulted in damage to the part of the ra lead that connects to the header. The damage was identified when the physician attempted to connect the ra lead to the header of the new pacemaker. The ra lead was then capped on (B)(6) 2026, and the new pacemaker was programmed to vvi mode. The old pacemaker was explanted and replaced successfully, while the rv lead remained implanted. The patient remained stable throughout the procedure.